Manufacturer narrative:
Adverse event (ae) assessment: ae assessor attempted to contact the v-go user multiple times with no success. This case was called in by a v-go trainer when the patient reported a hypoglycemic episode. There is very minimal information given during the intake call. The patient is apparently new to the v-go device. It is not known if he was an insulin user prior to starting the device. If he was it is not known what type of insulin or doses of insulin he was using then and since starting the v-go. He reported a hypoglycemic episode where his glucose level went down into the 40s. He was able to treat it successfully with carbohydrates and orange juice. This may be just a normal glucose excursion due to new insulin delivery system. It is interesting to note that he was changed from a v-go 30 to a v-go 40, which is an insulin increase of 10 basal units a day. There is no information about his diet, activity, or other glucose meds. We don't know if he delayed or skipped a meal or gave too much bolus insulin. This could be a serious adverse event, but it appears that the patient treated himself and returned to normal glucose levels. It is unlikely that the device contributed and is probably normal excursions due to new treatment delivery especially since the treatment was increased to a v-go 40.

Event description:
A trainer for v-go was notified that the patient experienced low blood sugar while using the v-go 30. The patient stated that they no longer use v-go 30 and use the v-go 40 now. The patient stated that their sugar went down to the 40s and they felt a little shaky. The patient brought up their blood glucose (bg) with carbs and orange juice. It was reported that no device is available for return to the manufacturer for evaluation.